Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 56 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment. Additional cuts into the insulation were found. These cuts probably occurred during the extraction procedure. The analysis showed multiple abrasion marks along the lead fragment. In particular 10 and 15 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inadequate shock delivery. Based on the characteristics of these insulation damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing. Furthermore, a high out of range pacing impedance was observed. The lead was extracted. Additionally, it was reported that the patient had an motorcycle accident, which may have caused damage to the lead.

Manufacturer narrative:
Combination product: yes.